Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No failed battery test alarm could be confirmed due to the blank display.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 129 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.